Manufacturer narrative:
Product complaint : (B)(4). Pc: surgical intervention, back pain. (B)(4). The device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during follow up, the patient complained of right sided focal back pain, although the symptoms prior to surgery had resolved after the fusion. Surgeon performed a l5/s1 decompression and fusion with viper extended tabs and concord bullet peek on october 9 without incident. An x-ray confirmed the presence of a radio-opaque object approximately 1cm x 2cm just superior and posterior to l5 screw (7x40mm was implanted) based on the object¿s size and location it was suspected that this was a fragment of broken-off extension of the viper screw. Patient continued to have focal back pain and a surgery was scheduled to remove the fragment. Fragment was simply removed with forcep and will be returned for investigation. Upon looking at x-ray that was taken immediately post-op the fragment was there and not attached to screw but missed the first time. Surgical delay and procedure outcome are unknown. There was no patient harm/consequence. This complaint involves one (1) device.

Manufacturer narrative:
Product complaint # ==> (B)(4). Visual inspection of the extended tab found no apparent defect since the extended tabs are to be broken off and discarded when done. A review of the device history record could not be performed as no lot number was provided. In addition, only one of the extended tabs of the screw were returned and the remaining device was not returned to the customer quality unit from which the lot number could be taken directly from the product sample. Therefore, without the lot number, no review of the manufacturing records could be completed. The root cause analysis for the broken extended tabs is not necessary. The broken extended tab found no apparent defect since the extended tabs are to be broken off and discarded when done. With the limited information, the reported condition could not be confirmed or replicated. This complaint file will be closed with no further action required. Should more information and/or the sample be provided at a later time, this complaint will be reopened and device evaluated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).